Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula (davf) using penumbra smart coils (smart coils). It was noted that the patient had moderately narrowing vessels. During the procedure, the physician placed ten smart coils and ten non-penumbra coils in the target vessel using a non-penumbra microcatheter. While inserting a new smart coil into the microcatheter, the physician experienced resistance around the middle of the microcatheter and therefore, withdrew the smart coil. It was also noted that the smart coil pusher assembly was kinked after removal. The procedure was completed using another smart coil, two other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the smart coil was kinked approximately 139.0 cm from the proximal end of the pusher assembly. There were multiple bends along the pusher assembly. The proximal pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The smart coil was unable to advance through the sheath past the kinked location. While attempting to advance the smart coil, the penumbra investigator fractured the pusher assembly at the kinked location. Conclusions: evaluation of the returned smart coil revealed a device kinked in multiple locations on the pusher assembly. This damage was reported to have occurred after removal from the parent device. Based on the return condition and the reported complaint, it is likely that some of the kinks were incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the reported difficulty advancing could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.